Event description:
A (B)(6) year old patient with drug overdose requiring IV medication per alaris syringe pump for treatment. During infusion, the pump pcu did not recognize channels connected on either side. Diagnosis or reason for use: IV therapy.